Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pockets of air were noticed in the patient line of an amia automated pd cycler set without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The technical service representative (tsr) advised the care giver to end treatment and to start therapy with new disposable sets or to continue with manual bags. The patient will complete therapy with manual supplies. The technical service representative (tsr) reviewed proper procedures with the customer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.